Event description:
It was reported that balloon leakage was observed at the distal bond before use. There were no patient complications reported.

Manufacturer narrative:
One swan-ganz catheter was received with an attached contamination shield and a monoject 1.5cc limited volume syringe. The report of balloon leakage was not confirmed; however, the balloon failed to maintain inflation due to interlumen leakage in the backform between the inflation lumen and p.a. Distal lumen. The proximal injectate and proximal infusion lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. The failure was confirmed as related to the manufacturing process. An investigation was opened to determine the cause and implement any necessary actions.